Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized. The customer's blood glucose level was 312 mg/dl at the time of incident. Customer declined troubleshooting and indicated that if necessary, would call back later. No further details provided.